Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid likely due to radiotherapy. (B)(4).

Event description:
It was reported that in the past the implantable cardioverter defibrillator (ICD) had triggered a patient alert for "device circuit error" and had remained in use. The patient is currently undergoing radiation therapy and the physician observed invalid data in the cardiac compass when interrogating the device. The data was cleared and the device remains in use. No patient complications have been reported as a result of this event.